Event description:
It was reported that during a da vinci-assisted surgical procedure, the operating room (or) staff called during a procedure to report a non-recoverable 40067 fault. The system was restarted and the fault did not return, but the site requested an inspection. The technical support engineer (tse) reviewed the logs and did not find any 40067 entries, but did identify repeated 32097 and 32096 faults that were consistent with a suspected universal surgical manipulator (usm) 4 set-up joint (suj) proximal issue. The tse also found usm 4 errors 23065 and 23098 that were consistent with a suspected arm 4 usm issue. No additional troubleshooting steps were performed. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the fiberoptic backplane cable. The system was verified and ready for use.